Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The excessive no delivery alarm could not be verified due to the motor error alarm.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose over 600 mg/dl and she treated with manual injection. She also reported that the insulin pump had a no delivery alarm and multiple motor error alarms during bolus. Blood glucose at the time of the alarms was 89 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.